Manufacturer narrative:
A ge service rep performed an onsite investigation. The tiny tube assembly and the monoblock controller were checked. The power supply, closed circuit digital camera, the asm camera part, and the printed circuit board, were all checked. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that the system would not display images after fluoroscopic x-rays were taken. No pt injury was reported.